Event description:
It was reported that catheter break occurred. An angiojet solent omni was selected for use in a thrombectomy procedure. During withdrawal, it was noted that a catheter break occurred. The procedure was completed using this device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): kra.

Manufacturer narrative:
D2b - pro code (product code): kra. Device evaluated by MFR: the device was returned for evaluation. The device revealed multiple shaft kinks and buckling of the outer shaft. Microscope examination revealed a hypotube separation was observed located at 1 cm from the tip along with shaft buckling, stretching and kinks. No other issues were identified with the device.

Event description:
It was reported that catheter break occurred. An angiojet solent omni was selected for use in a thrombectomy procedure. During withdrawal, it was noted that a catheter break occurred. The procedure was completed using this device. There were no patient complications as a result of this event.